Event description:
The physician was performing a multiple band ligation of varices in the esophagus with a multi-band ligator. It was noted the opti-view barrel dislodged from the tip of the endoscope leaving the barrel in the pt. The retrieval was attempted with biopsy forceps, a basket, and a dilation balloon, without success. The barrel was pushed through the esophagus into the stomach and left to pass naturally. The pt is in stable condition.